Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The breakaway guide pin broke on the first predetermined breaking point near the tip. The guide pin jutted out about 5 to 6 centimeters. During subsequent reaming with help of apg+ access reamer the guide pin drilled into the glenoid. Afterwards there was no opportunity to remove the guide pin. It remained in patient. Surgery prolongation of 120 mins because of unsuccessful attempt to retrieve instrument fragment.

Manufacturer narrative:
The apg+ 2.5mm breakaway guide pin associated with the reported event was not returned. Provided information stated the broken piece was unable to be retrieved. Review of provided patient x-rays was unable to confirm the reported event. A search of the complaint database against product code (B)(4) found additional reports of pin breakage. A preliminary risk assessment meeting was conducted on december 18, 2013, (B)(4). Health hazard evaluation process meeting was conducted on january 22, 2014, (B)(4). The investigation could not draw any conclusions about the root cause of the current reported event without the device to examine. A voluntary device correction was issued on march 28, 2014 to inform us distributors and us surgeon users about the possibility of the pin breaking and potentially being left in the patient. CAPA (B)(4) was initiated on february 17, 2014. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.